Event description:
It was reported that the customer had a problem with the insulin pump and her blood glucose was low in the morning; the device did not allow her to bolus, which caused the blood glucose to increase. The mother also stated that the insulin pump was delivering a bolus by itself. The customer's blood glucose was 50mg/dl, and she was treated with juice and also ate lunch. Reviewed the bolus history and found several boluses, but the customer declined programming. The alarm history revealed a low battery. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. The device was received with cracked case at the display window corners and scratched screen.